Event description:
It was reported, that "the pt experienced discomfort and the cuff leaks." There was no reported pt injury and/or change in therapy. A device has not been returned to the mfg facility for analysis and investigation as of the date on this report.

Event description:
It was reported, that "the pt experienced discomfort and the cuff leaks." There was no reported pt injury and / or change in therapy. A device ha snot been returned to the mfg facility for analysis and investigation as of the date on this report. The manufacturer's eval results are recorded in section h.6 of this report.